Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The nose cone was not returned with the dcs for analysis. The nosecone detachment site on the inner member shaft was jagged and uneven. This indicates that nosecone detachment was not likely casued by an inner member shaft break. There was no other evidence of damage observed on the subject dcs. Procedural films were received for review, however there were no films confirming that the nosecone of the catheter detached while trying to remove the system from the body. Historically, tip separation can be caused by manipulation (twisting and/or bending) of the dcs by the user, or is related to excessive forces applied on the system during advancement, tracking or positioning. In this case, it was reported that there was a bend of over 45 degrees in the wire and the physician had difficulty removing the dcs. Therefore the bend in the wire and the potential manipulation of the device to remove it most likely caused the tip separation. There is no information to suggest a device failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the device was received with the capsule fully closed. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The nose cone was detached from the inner member at the distal end of the inner member. The detachment site was jagged and uneven. The nose cone was not received with the delivery catheter system (dcs). Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the nosecone detached while in the patient in between the skin and the vessel. It was reported that there was a bent (over 45 degrees) non-medtronic wire below the skin and not in the vessel. The physician could not move the delivery catheter system (dcs) and while retreating the nosecone became isolated. The skin was opened and the nosecone was able to be removed. No adverse patient effects were reported.